Manufacturer narrative:
Sc-8216-50 (sn: (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients spinal cord stimulator (scs) lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.